Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter read inaccurately high in comparison to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation, and a review of the call by both a medical surveillance specialist and a senior csr. The patient advised the csr that she could not remember the exact date the product issue began but explained that she believed the subject meter had been reading inaccurately high for ¿over a month¿ and that she stopped using the meter and had been managing her diabetes based on ¿how she feels¿. The patient stated that on an unspecified date, she obtained an inaccurately high reading of ¿over 300 mg/dl¿ on the subject meter which she compared to a reading of ¿33 mg/dl¿ on her doctor¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with a combination of oral medication (metformin; 2000mg per day) and insulin (lantus; unspecified dosage). The patient advised the csr that on an unspecified date, she experienced ¿blurred vision¿ and self-treated her symptom with a glass of orange juice, but that she fell and ¿had a seizure¿. The patient explained that the paramedics were contacted, and she was treated by a healthcare professional with IV glucose and ¿some sort of cake icing¿. She stated that she was hospitalized for three months and was discharged on (B)(6) 2018. At the time of troubleshooting, the csr confirmed that the test strips have been stored correctly and were within expiry, and that the correct unit of measure was used at the time of testing. The csr also noted that an approved sample site was used to obtain the results from the lifescan meter. The csr was unable to walk the patient through a control solution test as she did not have her meter or test strips to hand. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter.